Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Reportedly, the graftmaster covered stents did not cause or contribute to adverse events or complications; however, the patient died later while they were in the surgical intensive care unit. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.na

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery when a perforation occurred. A 3.5x16 mm graftmaster covered stent and a 2.8x16 mm graftmaster covered stent were implanted which sealed the perforation. Reportedly, the graftmaster covered stents did not cause or contribute to adverse events or complications; however, the patient died later while they were in the surgical intensive care unit. No additional information was provided.